Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional four proglide devices referenced in are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath in this bilateral access, abdominal aortic aneurysm (aaa) intervention. Reportedly, one proglide failed when deploying the needles in the lcfa; however, two other proglide sutures were successfully pre-placed and used to achieve hemostasis after the aaa procedure. Two proglide devices were successfully pre-placed in the rcfa. A third proglide was attempted and failed when deploying the needles, the device did not feel right when pressing in the plunger. A fourth and fifth proglide were attempted to be pre-placed with the same result. The aaa procedure was completed and the rcfa was closed with manual suturing. Post access-site closure, the right foot was cold. The rcfa was re-opened and a broken off piece of a proglide foot was found lodged in the artery. The piece was removed and the rcfa was manually sutured closed again. There was a reported clinically significant delay due to a proglide device. No additional information was provided.